Event description:
The black rubber bung was not on the end of the plunger properly. When the end user drew blood, it leaked out of the syringe and went all over the user's hand and the floor. The sample is not available as it was contaminated with blood. This is an isolated incident and they had no other problems.

Manufacturer narrative:
From the description provided, this incident appears to be the result of improper stopper assembly. Without an evaluation of the device, it is not possible to confirm the condition reported. A review of our complaint database shows that no other incidents have been recorded for this condition and lot number. Analysis of complaint data over the past two years reveal that this an isolated incident for this product.